Manufacturer narrative:
Results of investigation: it was reported that, during a revision surgery to extract a promos reverse shoulder, the glenosphere could not be easily removed. First, upon reviewing the instruments on site, the rep noticed that the promos rev screw loosening adap glenosphere (pn 75023373) was missing from the set and informed the surgeon. Then, intraoperatively, it was also found that the promos screw remover t25 (pn 75023728) was also missing. As a result, another driver had to be sourced from outside the hospital. At the end, the glenosphere and stem were removed with off-label use of instruments and unnecessary force. The greater tuberosity was fractured as a result of the leverage with the alternative instruments, which can lead to significantly worse results for the patient. Also, the procedure took 2 hours instead of the standard 30 min. No batch numbers were communicated so the production history review was not possible for the missing instruments, nevertheless, there is no objective reason to suspect that the products failed to meet any specifications at the time of manufacture. Due to insufficient information it is not possible to perform a review of past corrective actions. A complaint history review was performed looking for similar events about missing instruments from the promos set of surgical instruments over the product family lifetime. No other complaints similar to the reported incident were identified. Insufficient information was made available to determine the revision of the instructions for use applicable to the devices at the time of manufacturing. However, a review of the most recent revision was conducted and it revealed that the instructions for use (lit. No. 12.25, ed 07/10) states "before use, the functionality of surgical instruments should be checked". A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported off-label use. The missing instrumentation/phase out reportedly led to the significant surgical delay. Off-label use of backup device(s) with leveraging/unnecessary force and subsequent greater tuberosity fracture ¿which had to be fixed with cement¿; however, human error cannot be ruled out as a contributing factor. The current patient health status is reportedly ¿doing well, with a normal outcome¿, although ¿the effects for the patient cannot be conclusively assessed at this time¿ follow-up checks will provide information in this regard¿. Patient impact included the undisclosed adverse event which led to the reported revision along with reported intraoperative events and subsequent surgical delay, which became the first of a 2-stage revision procedure. No further medical assessment can be rendered at this time. The performed investigation determined that the sustained greater tuberosity intraoperative fracture was due to an off-label use of backup device(s) during the implant removal. The revision tray was delivered to the hospital without the 75023373 - promos rev screw loosening adap glenosphere, although this was explicitly noted on the deliver bill before inspection of the set by the clinic staff. As for the missing 75023728 - promos screw remover t25, the contents of the tray were reviewed by the hospital staff upon receipt, confirming its presence within the tray. No further conclusions can be established regarding the non-availability of this device during the procedure. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. No further actions are warranted at this moment. Smith + nephew will continue to monitor these devices for similar issues. This complaint will be reopened should additional information be received.

Event description:
It was reported that, during a revision surgery to extract a promos reverse shoulder, the glenosphere could not be easily removed. First, upon reviewing the instruments on site, the rep noticed that the promos rev screw loosening adap glenosphere (pn 75023373) was missing from the set and informed the surgeon. Then, intraoperatively, it was also found that the promos screw remover t25 (pn 75023728) was also missing. As a result, another driver had to be sourced from outside the hospital. At the end, the glenosphere and stem were removed with off-label use of instruments and unnecessary force. The greater tuberosity was fractured as a result of the leverage with the alternative instruments. Upon fracture, the bone had to be fixed with cement to repair it, so the shoulder replacement could not be implanted in that surgery; it will be implanted in the future (two-stage revision surgery) to allow the bone to heal and to make sure there is not an infection. Also, the procedure took 2 hours instead of the standard 30 min. Patient is doing well, with a normal outcome.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a revision surgery to extract a promos reverse shoulder, the glenosphere could not be easily removed. First, upon reviewing the instruments on site, the rep noticed that the promos rev screw loosening adap glenosphere (pn 75023373) was missing from the set and informed the surgeon. Then, intraoperatively, it was also found that the promos screw remover t25 (pn 75023728) was also missing. As a result, another driver had to be sourced from outside the hospital. At the end, the glenosphere and stem were removed with off-label use of instruments and unnecessary force. The greater tuberosity was fractured as a result of the leverage with the alternative instruments, which can lead to significantly worse results for the patient. Also, the procedure took 2 hours instead of the standard 30 min. Current health status of the patient is unknown.